Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. It was also stated that the customer was taking medication that could have contributed to the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.